Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, mildly calcified, 100% stenosed, chronically occluded lesion in the distal circumflex coronary artery, a trek rx balloon dilatation catheter (bdc) met resistance with the vessel on advancement, some force was likely applied and the bdc was able to cross the lesion. On the first inflation, an unspecified amount of pressure was applied but the balloon would not inflate at all. Assuming a rupture occurred, the bdc was removed. The balloon was completely and easily removed from the anatomy without resistance. Upon removal, it was confirmed that there was a rupture in the proximal part of the balloon. The lesion was further dilated with a non-abbott bdc, a voyager bdc, and a xience v stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitants medical products: guide wire: runthrough, progress 40, wizard3g. Guide cath: launcher. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the rx trek/mini trek instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.